Manufacturer narrative:
Device is combination product. (B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. The 3.00x20mm promus element¿ plus could not be advanced inside the patient as the stent surface was roughened. The device was removed and the procedure completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the stent identified stent damage. Proximal strut 5 was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was found to be within specification. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 3.00x20mm promus element¿ plus could not be advanced inside the patient as the stent surface was roughened. The device was removed and the procedure completed with another of the same device. No patient complications were reported.